Manufacturer narrative:
Retainer ring = clear. Device passed displacement, sleep current measurement, active current measurement tests; it failed self test. No unexpected blank displays were noted during testing. Self test returned a pump error 63. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5, and each setting functioned properly. No unexpected audio anomaly, absence of audio alarms were noted during testing. After testing was completed, an unexpected "battery failed. Insert a new aa battery" error message kept popping up. This is because the cracks in the battery threads and the battery compartment loosened to a point such that the battery cap is unable to make good contact with the battery sleeve within the battery compartment. The boards were taken out of the case and inserted into a known good case. Thus software was then utilized and uploaded trace/history files properly. Pump error 63 is confirmed in the formatted history file due to a broken trace at the u1 keypad assembly. In summary the "battery failed. Insert a new aa battery" error message is due to the loose connection at the top of the battery compartment, and the pump error 63 is due to a broken trace at the u1 keypad assembly. After visual inspection, did not note any signs of previous moisture presence or corrosion on any of the boards, assemblies, and the motor inside the device. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked battery tube threads, cracked case near the corner of the belt clip rails. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that they insulin pump had blank display. No harm requiring medical intervention was reported. Customer stated the insulin pump battery died, customer tried to insert battery yesterday but it died again in the middle of the night and it was not turning on now. Customer stated that insulin pump was dropped. The customer was assisted with troubleshooting and customer reports display was blank currently. Customer stated the display was not blank less than 30 seconds and did not returned. The customer removes the battery and stated the insert battery alarm did not display on the insulin pump screen. Customer stated the contact on the battery cap was neither missing nor damage. Customer stated battery compartment was neither damaged nor corroded. Customer stated the spring was neither damaged nor corroded. Customer stated that display did not returned after insulin pump restart. Customer run a self- test on pump and did not passed. The insulin pump will be returned for analysis.